Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of a leadless implantable pulse generator (ipg) the patient experienced pleural effusion. The ipg remains in use and continued observation post implant was performed. No further patient complications have been reported as a result of this event.